Event description:
It was reported the patient did not have therapeutic effect from the intrathecal drug delivery system. The patient had a fall two nights ago. The patient reportedly had experienced fainting/passing out leading to multiple falls. The patient was admitted to the ER. There were no pump alarms. The drug used in the pump was not reported. Additional information has been requested, but was not available on the date of this report.